Event description:
The customer reported that button error and battery out limit alarms were received on the insulin pump. He was unable to clear the alarms. The customer's blood glucose was 162 mg/dl. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error and unresponsive buttons due to corroded keypad traces. Unable to verify battery out limit due to the button/keypad anomaly. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, reservoir tube, and minor scratched display window.